Manufacturer narrative:
Device evaluation follow-up #1 submitted 11/15/2016. The device was returned to animas and evaluated by product analysis on (B)(6) 2016 with the following results. Verified time and date reset in black box , after a power on reset event occurred. Pump time and date default was duplicated during investigation. The internal battery component was found to be leaking and unable to hold a charge. No moisture found in battery compartment. Display is dim, gray. Base crack between case seal and keypad. Cover crack between corner of lens and case seal. Opened pump, moisture corrosion found on motor assembly. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery, cracked compartment, and dim display. This report is made based on the results of an investigation completed on (B)(6) 2016.